Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k023948.

Event description:
On (B)(6), 2010 the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch basic original meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on (B)(6), 2010 at breakfast time. The daughter informed the cca that the patient manages her diabetes with other diabetes medications (type and dose unknown) to lower her blood sugar. The daughter stated the patient denied taking any action regarding her diabetes management regimen. According to the daughter, the patient was feeling shaky in the legs an hour after the alleged issue began. The daughter however reported the patient did not seek any medical treatment. At the time of troubleshooting, the cca verified the subject meter had been used before and that there was no misused of the meter. The cca informed the patient's daughter that the meter needed a new battery replacement; however the daughter did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the daughter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.